Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. The cause of death was not provided. Per the operative report, the patient was transferred to the heart surgical unit in satisfactory condition having tolerated the procedure well.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), we were provided with a copy of the operative report. No further information regarding the device/patient was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.